Event description:
A pt implanted with a medtronic advisa surescan pacemaker system was referred for MRI. The supervising radiologist consulted medtronic's website, which state in large type: "approved for MRI", based on this information, the radiologist approved the MRI procedure. A second radiologist was asked to review the MRI protocol and noted that the device is approved as MRI conditional and that specific conditions, including ascertaining that a complete surescan system (ipg and leads) was in use, cardiologist programming of the pacemaker prior to MRI and cardiologist monitoring of the pt during MRI were essential elements of safe usage and required by the FDA approved MRI conditional designation. The MRI procedure was postponed to allow for all of the conditions to be addressed. The problem in this case is the overly simple and enticing language with which the surescan pacemaker devices are marketed and represented to patients and clinicians. While the small type on the webpage included a link to "indications, safety, and warnings", the basic fact that the device is not simply "approved" and that important conditions must be addressed is nowhere to be found on this or other similar webpages. This misrepresentation nearly led to inappropriate and potentially life-threatening use of this device.